Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, the foley catheter balloon did not inflate even after water was injected, resulting in water leaks. Per follow up information received on 06oct2025, customer confirmed that no patient involved.

Event description:
It was reported that during pre testing, the foley catheter balloon did not inflate even after water was injected, resulting in water leaks. Per follow up information received on 06oct2025, customer confirmed that no patient involved.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted the catheter balloon was damaged. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and the catheter immediately leaked a pinhole size, 0.011" on the catheter balloon. This is out of specification per inspection procedure (B)(6), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d,e,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.